Manufacturer narrative:
The visual acuity of the patient was unchanged after the operation. All operations before and after this incident had no complication.

Event description:
Doctor was not able to life the flap. Strong tissue bridges over the pupil area. The flap was laid down again to heal. The re-cut wil take place in about 6 weeks after the date of the incident.